Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (specific date not reported). Device analysis report attached.

Event description:
Per the clinic, the patient developed necrosis, skin breakdown, and an infection attributed to prolonged continuous use of the device. The patient was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve resulting in the decision to explant the device. The device was subsequently explanted on (B)(6) 2025 and reimplanted with another cochlear device during the same surgery at the contralateral side.